Event description:
It was reported that a high pressure alarm occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number is unknown. No product information has been provided to date. Lot/serial number not provided. Operator of device is unknown.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. G1, email address: (B)(4).